Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The evaluation of the provided logs confirms the reported safety valve failure. The logs also show that the paw high alarm was active during ventilation. According to our field service engineer, the customer solved the reported failure by cleaning the safety valve. The root cause cannot be established by this investigation, but the most probable cause could be that there was dirt on the safety valve membrane.